Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device no longer worked. The patient was scheduled for surgery on (B)(6) 2016 and wanted to know the status of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.